Event description:
During evaluation of the pump, baxter (B)(4) discovered a colleague infusion pump experienced an "air-in-line (ail) sensor for pump head module (phm) channel a was out of calibration." This event may have caused an interruption of delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be the air in line (ail) sensor operating out of range. To correct the condition, the ail sensor was calibrated. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.